Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Correction: the correct date received by manufacturer (g3) is may 08, 2025; not may 22, 2025 as previously reported.

Event description:
Per the clinic, the patient experienced changes in sound quality, inflammation and open wound at the implant site following stoma surgery. Hardware exchange attempts were made; however, the issue could not be resolved. The patient was hospitalized due to the reported issue and treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2025 involving shift plastic surgery to repair the open wound. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection and extrusion of the receiver/stimulator.